Manufacturer narrative:
The devices were not returned for review, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
Information was received via published literature. (B)(4). Other device used: catalog #unk, unknown zimmer femoral head, lot #unk. Please reference literature at the following location: http://www.bjj.boneandjoint.org.UK/content/97-b/8/1024.long. This report will be amended when our investigation is complete.

Event description:
It is reported that during a revision surgery on a (B)(6) male, corrosion was noted at the head-neck junction for metal-on-highly cross linked polyethylene, 33 months after total hip arthroplasty.